Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube there was under-fill or low draw of a tube with blood. This event was reported to have affected 13,000 tubes. The following information was provided by the initial reporter. The customer stated: "there is a 25% probability that one out of every four tubes will be vacuum deficient. Due to insufficient vacuum, the sampling quantity is insufficient, and repeated sampling is required, which seriously affects the use of customers."

Manufacturer narrative:
H.6. Investigation summary: bd received 1 photo from the customer in support of this complaint. The photo was evaluated and shows 3 tubes laying on their side and does not show the customer¿s failure mode of underfill. Additionally, 10 production lot in-house retention tubes from the bd inventory were visually inspected and functionally tested and the issue of underfill was not observed as all tubes were within specification limits. Bd was unable to confirm the customer¿s indicated failure mode no samples were received, and the defect was not observed in the retention sample testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube there was under-fill or low draw of a tube with blood. This event was reported to have affected (B)(4) tubes. The following information was provided by the initial reporter. The customer stated: "there is a (B)(4) probability that one out of every four tubes will be vacuum deficient. Due to insufficient vacuum, the sampling quantity is insufficient, and repeated sampling is required, which seriously affects the use of customers."